Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis which led to sepsis and subsequently died coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The sepsis was manifested with severe drop in blood pressure. The cause of the peritonitis event was not reported. On the same day as the onset, the patient was hospitalized for peritonitis and sepsis. On the same day as the onset, the patient began treatment with fortum and vancomycin (1 gram each, intraperitoneally, frequencies not reported) for the event of sepsis related to peritonitis. The next day after onset, antibiotic therapy was discontinued and the patient was discharged from the hospital. Following discharge from hospital, the patient experienced a severe drop in blood pressure due to sepsis event and died the same day. The cause of death was reported to be sepsis. It was not reported if an autopsy was performed. One day prior to the event of death, the pd therapy was discontinued. No additional information is available at this time.